Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2482 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (redx2482) have been reported from facility.

Event description:
It was reported the customer felt like the catheter was too soft and would kink easily in the patients arm during dwell, preventing the nurse from being able to flush or draw from the line. She stated that she would pull the catheter out a bit and it felt like she pulled the "kink" out and it was then able to draw and flush easily.